Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched and evaluated the iabp. The stm was able to reproduced the reported issue. The stm reported that upon powering up the iabp immediately alarmed low vacuum, stm additionally performed k6,k6a,k7,k8 leak test which failed. To fix the issue the stm replaced the drive manifold, and then performed all functional and safety checks to meet factory specifications. As a precaution the bio-medical engineer successfully burned the iabp for several days with system trainer and test balloon. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that while in use on patient the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum". No patient harm or adverse event was reported.